Event description:
Pt underwent repair of arnold-chiari malformation, posteior craniotomy and ci-c2 laminectomy in 1999 with a dura-guard dural repair, patch. Presented as a cerebrospinal fluid (csf) leak in 1999 with surgical site infection in 1999, dura-guard was explanted, and the wound was drained and closed. Antibiotics given. Pathology report showed necrotic tissue with aspergillus. Pt now on amphotericin b with drain in place.